Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site. On (B)(6) 2014 the patient under went revision surgery to remove the internal magnet and an abutment was placed. The implanted device remains.